Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch on the right ventricular (rv) lead. The pacemaker was reprogrammed back to bipolar, however, another lead safety switch triggered again. The pace impedance values were checked and in bipolar, the values were 1600 ohms and in unipolar, the values were 500 ohms. The pacemaker was left programmed to unipolar and remains in service. No adverse patient effects were reported.